Event description:
It was reported that the programmer generated an error code. Follow up indicated that it occurred at the start-up of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head which was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis.

Event description:
It was reported that the programmer generated an error code. Follow up indicated that it occurred at the start-up of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer generated an error code and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the system fan was noisy and it was also replaced. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.